Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support received an email from zoll billing regarding a patient death. Zoll customer support contacted the wife of a (B)(6) male patient who reported the patient passed away on (B)(6) 2012. The patient's wife reports the patient was walking to the car when he felt weak, sat down, and fainted. The patient's wife reported she called the paramedics, who took the patient to the hospital, where he passed. The wife reports that the patient wa swearing the lifevest at time of death, but it was not alarming. Review of the patient's downloaded data indicates the lifevest detected vf with ss noise and front fall-off at 18:28:52 on (B)(6) 2014. The response buttons were pressed at 18:29:19. The device was shutdown at 19:39:11. The device properly detected a ventricular arrhythmia, but the response buttons being pressed, signal artifact, and front fall-off delayed a treatment from being delivered.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were both fully functional upon receipt. Monitor sn (B)(4), (reuse), electrode belts sn (B)(4): 06/2012 (reuse).